Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 340 mg/dl and 68 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs neo meter, no trends were identified that would indicate any product-related issues. The dhrs (device history review) for the precision strips were reviewed and the dhrs showed the fs precision strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in the specification and passed. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Manufacturer narrative:
No product has been returned, extended investigation is pending at this time. A follow up report will be submitted once additional information is received. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 340 mg/dl and 68 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.